Manufacturer narrative:
The investigation for the reported controller failure (red alarm) issue has been completed. The product was returned, and the controller failure (red alarm) issue was confirmed. Console logs from the reported day of event are consistent with complaint and show purge-related alarms during time frame specified in complaint description. The particular alarms mentioned, were identified as ¿controller failure due to purge pressure sensor defective¿ (B)(6), that occurred during purge bag change. During testing, the purge system was operating within specification - there were no issues with purge motor and purge pressure sensor calibration was confirmed. Although some irregularities of the purge pressure sensor area were discovered (purge disk retainer crack, flag contamination with dextrose, and foil crease/tear), these issues did not contribute to the reported malfunction. Per the results of the clinical review and investigation: the root cause was determined to be most likely use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, an aic alarmed with a controller failure alarm. The alarm resolved itself after six seconds and the pump maintained proper flows throughout the duration. The unit was removed and replaced by a new aic. There was no report of patient harm or injury.